Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Asae/hematoma: patient developed a hematoma at access site within the last 24 hours. Hemostasis achieved with manual pressure. The cause of the access site adverse event was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E4 added selection as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 64 year old male patient underwent implantation of an impella 5.5 during a high risk cardiac procedure. Within the last 24 hours, the patient reportedly developed a hematoma at the vascular access site. No additional clinical details were provided. No device malfunction was reported.